Manufacturer narrative:
The device was returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clips inability to open in the anatomy, difficulty removing the clip, and clip separation requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) resistance was noted with the arm positioner. The cds was advanced to the mitral valve however the clip arms would not open. Several attempts were made unsuccessfully therefore the decision was made to remove the cds. During retraction one of the clip arms caught on the steerable guide catheter (sgc) and the cds could not be pulled in. Another attempt was made to retract the cds when the clip separated from the delivery catheter (dc) shaft. The clip was in the left atrium (la) but still attached to the lock line therefore all curves were removed from the cds and the cds was able to be brought back to the femoral access site where surgery was performed to remove the cds and clip. The right femoral access site was closed and the procedure continued by using the left side, resulting in a clinically significant delay of 1 hour and 30 minutes. Two clips were implanted, reducing mr to 1-2. There was no adverse patient sequela. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The returned device analysis confirmed the reported material separation of the clip. The reported difficult to remove and the inability to open the clip could not be replicated in a testing environment. The reported physical resistance/sticking of the arm positioner was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. Based on the results of the analysis and the information provided, the reported difficult to remove resulting in material separation associated with the clip detaching from the clip delivery system (cds) appears to be related to user technique/procedural circumstances. A cause for the reported physical resistance/sticking of the arm positioner and inability to open the clip cannot be determined. The reported surgical intervention, removal of foreign body, delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.